Event description:
Complaint alleges that during a sacrospinous vault suspension procedure the capio suture head broke off in the capio slim device, and got caught in the lower trac where the suture is received. Failure happened inside pt. Another capio suture was used to complete the procedure. No pt injury reported. Pt current condition reported, as fine.

Manufacturer narrative:
(B)(4). Device history record (DHR) investigation did not show issues related to this complaint. No corrective action can be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time, due to the lack of defective product, it is not possible to confirm the complaint and to determine the root cause. The MFR will continue to monitor and trend relating complaints.

Manufacturer narrative:
(B)(4). One unit of catalog number 833-123 was received for analysis. A visual inspection was performed, sample sent was not received in its original packaging, since carrier and pouch is missing. Sample received had 1 bullet attached to the suture, however, the current configuration for this product requires a bullet attached to both ends , which means 2 bullets per suture. Tensile strength test was performed on the attachments as per (B)(4). The sample withstands the required specifications. Customer complaint is confirmed based on the condition identified on the sample received (without bullet attached on 1 end) however, it is uncertain what caused the bullet detachment since the testing performed met the specification.

Event description:
Complaint alleges that during a sacrospinous vault suspension procedure, the capio suture head broke off in the capio slim device , and got caught in the lower trac where the suture is received. Failure happened inside patient. Another capio suture was used to complete the procedure. No patient injury reported. Patient current condition reported, as fine.